Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient underwent an initial right total hip arthroplasty on an unknown date. The patient was revised due to failed painful right total hip arthroplasty, during when zimmer biomet components were implanted. The patient was revised again due to failed hip arthroplasty. There was dislocation of the prosthetic joint. The patient had underwent 3 hip surgeries with subsequent instability and multiple dislocations prior to the procedure. Reactive soft tissue changes presumably from third body wear. Soft tissue reactive changes involving essentially dissolving the entire trochanter of the right hip and associated soft tissue muscles. The stem showed areas of erosion proximally. The stem and cup were well fixed. Liner and head were replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 734028000 neutral neck use with 12/14 1340034; 437228065 metasula insert size 28mm x 65mm 1330661; 4360-00-065 hemis por shell w/sealed 1367353. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02882, 0001822565-2020-02880.

Event description:
It was reported patient underwent right hip revision approximately ten years post implantation on due to pain and implant failure. The patient was revised again on twenty years later due to dislocation and recurrent instability. During the procedure, reactive soft tissue changes presumably from third body wear, was noted, osteolysis of the greater trochanter was noted. The head and liner were removed and replaced. No additional information is available.